Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a temperature alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a temperature alarm while supporting a patient, and that the onboard batteries felt hot. The customer also reported that the onboard batteries were changed out, but the temperature alarm continued. The customer also reported that the patient was switched to a backup freedom driver without adverse patient impact.

Manufacturer narrative:
The customer-reported issue of temperature alarms was not able to be confirmed or reproduced during investigation testing; therefore a root cause could not be conclusively determined. The driver passed all sections of functional testing and no high temperatures were observed. The onboard batteries returned with the driver as being used by the patient around the time of the experience were individually evaluated and tested in the driver. All onboard batteries passed functional evaluation except for onboard battery s/n (B)(4) for not discharging (MFR report #3003791017-2019-00012). When onboard battery s/n (B)(4) was inserted in the driver, the driver exhibited a fault alarm, isolating the alarm being caused by the onboard battery. There was no evidence of a temperature alarm or the onboard batteries getting hot while inserted in the driver. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4519 follow-up report 1.